Manufacturer narrative:
The shaft of the device was returned for analysis. The reported deformation due to compressive stress and the reported material split, cut or torn were able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging/removal from the dispenser coil and/or during preparation for use inadvertent mishandling resulted in the reported shaft kink/noted inner and outer member kink. Further inadvertent mishandling during preparation for use and/or during shipment back for return analysis likely resulted in the noted bent stent struts and the noted cut inner and outer member. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 3.5x28mm xience alpine stent delivery system (sds), the shaft was noted to have a kink in the guide wire entry port. There was no device use or patient involvement and there was no clinically significant delay in the procedure. Returned device analysis identified that the stent delivery system (sds) had a tear proximal to the mid lap seal. The account confirmed the tear was at the time of use. No additional information was provided.